Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. Ipsolateral approach was obtained via femoral artery. The 100% stenosed chronically occluded lesion was located in a moderately tortuous and moderately calcified anterior tibial artery. A non bsc sheath was inserted and a non bsc guidewire crossed the lesion. The sterling es mr 3mm x 20mm x 144cm balloon crossed the lesion. The balloon was inflated to eight atmospheres. On the second inflation, the balloon was inflated to eight atmospheres and ruptured. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)